Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer input the incorrect correction factor when the pump was programmed. The customer successfully updated the correction factor. Blood glucose (bg) was as low as 56 mg/dl. At the time of report, bg was 120 mg/dl.